Event description:
It was reported that a patient experienced an issue with a display not functioning. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.